Event description:
Baxter italy reports, internal components of the dme were found wet upon return. A comprehensive investigation of this issue determined fluid was introduced to device via a leak in cassette during use. No pt injury or medical intervention required.